Event description:
On 01/22/2024, it was reported by an arthrex subsidiary employee via e-mail that (2) ar-1250sb short guide pins broke. This occurred during a during an arthroscopic exploration of left ankle + lateral ligament reconstruction surgery on (B)(6) 2024 when the surgeon used the ar-150sb to prepare the bone socket, the first one broke during insertion, then the surgeon opened an new ar-150sb to continue but still failed. The procedure was finally completed by using a device from another manufacturer. All fragments retrieved but the procedure was delayed nearly one hour. No patient harm and no secondary procedure needed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. Visual inspection identified that the flutes at the distal end of the shaft of the short guide pin, 2.4 mm had broken off. The device has abrasion marks and chips around it. Functional testing was not performed due to the damage to the device. The bone quality encountered, was not recorded. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; and prying/leveraging the device during insertion.